Event description:
During sad procedure surgeon witnessed tiny particles of metal shedding from the burr into the joint space and adhering to the surrounding soft tissues. Surgeon was not applying undue pressure and was using the burr as indicated. The surgeon was uncertain if all pieces were removed - difficult to visualize and be certain. He replaced the burr and continued the operation using the same shaver hand piece with no further evidence of shedding. The sales rep. Was not present during the procedure however he completed the malfunction report based on information received from the acting theatre manager. The site was flushed as much as possible prior to closing the patient portal.

Manufacturer narrative:
One used burr was returned for evaluation. Visual inspection identified significant axial fractures through the adapter body, to the outer sheath. A contact point on a section of the sheath at the end of the tube coupled with corresponding debridement of the inner tube opposite the contact point was observed. Enough of a lateral load was applied to break the plastic adapter body. It was also observed that bushing had galled considerably. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The reported failure mode of shedding and/or seizing for burrs is currently being investigated for the root cause and applicable corrective action through CAPA. (B)(4).